Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump passed the displacement test, rewind, basic occlusion test,self test and unexpected restart error test. The stop current and run current measurement tests are within specification. The insulin pump also passed off no power alarm test. The insulin pump was unable to prime during prime test. Analysis was unable to determine root cause of prime anomaly due to pump preservation. Analysis was unable to perform the occlusion test, excessive no delivery test and delivery accuracy test due to prime anomaly. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, scratched case, cracked battery tube threads and scratched reservoir tube window. Data analysis: there was no data available due to the insulin pump did not have a battery installed when received.

Event description:
The customer's mother reported that the customer was deceased and the insulin pump was returned for analysis.